Event description:
The user reported that the dialysis catheter became dislodged due to the cuff separating from the catheter. This occurred two months after placement. The pt presented with bleeding and dislodgement of the catheter. The implant date was estimated to be (B)(6) 2014. No harm or injury was reported to the pt.

Manufacturer narrative:
No device is expected to be returned for investigation. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and an additional follow up submitted.